Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: final analysis could not confirm capture anomalies. Fluid was found in the atrial and ventricular connectors.

Event description:
It was reported that the device was exhibiting capture anomalies with varying pacing thresholds. Fluid was noted in the header. The device was explanted and replaced.